Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent reverse shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. No revision has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent reverse total shoulder arthroplasty on an unknown date approximately two years ago. Subsequently, a procedure was performed on an unknown date to remove excess soft tissue within the joint.